Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The caller was assisted by customer support, who provided complete pump reset instructions and guided the caller through the reset process. After the reset, the error code did not reappear. The caller was instructed to wait 20 minutes before starting a new sensor session and acknowledged the guidance.